Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv pace impedance consistently > 2500 ohms. Noise was seen on egm for both rv and ra. Ra oversensing was also noted. Both leads were capped and replaced. Should additional information be received, this file will be updated.